Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl", "oblong", "swollen," rupture, and capsular contracture (unknown, baker grade). Date of alcl diagnosis: unknown.

Event description:
Healthcare professional reported right side "bia-alcl", "oblong", "swollen," rupture, and capsular contracture, baker grade unknown. Device remains implanted. Pathological markers confirming alcl have not been received.

Event description:
The device has been explanted. Healthcare professional has confirmed that the patient has not been diagnosed with alcl.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Per healthcare professional, the patient has not been diagnosed with alcl. Device photo evaluation: visual analysis of the photographs identified: crease fold, deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6.